Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while in use, the saw blade broke at the hub attachment of the power saw. There was no harm to the patient or operator and the surgery was extended 5 minutes.

Manufacturer narrative:
The device history record review noted no spontaneous anomalies, request for deviations, non-conformances or other issues with the production of this device. The review of the manufacturing process and the engineering design noted no systemic issues with this device. The customer's reported event was that the part of the mounting hub had broken at the hub connection. The device was not returned for evaluation and no photographic images were provided by the user. Consequently, the reported event cannot be confirmed. Historically, the cause for this event is most probably impact damage of the blade during use. The sides of the blade impact the metal cutting guide as the blade oscillates. The repeated high speed impact of both sides of the cutting blade against metal guide can stress the material at the connection (hub) to lead to the breakage of the hub. The most likely cause for the damage may be attributable to user error and the device set up. The severity and frequency do not warrant further actions; there are no recommended actions at this time.

Manufacturer narrative:
The device is manufactured in the zimmer biomet (B)(4) facility. The information for this response was provided by the quality department at the (B)(4) facility. # 1911027lg1 is the catalogue number for purchasing the stable zim gtsosc lhpp 90 x 19 x 1.9 mm saw blade. The (B)(4) detail component production part number for this blade is 11-4518-01 (500-5631-03). Lot 2x337 was released into inventory on january 7, 2013. There were no non-conformances during manufacture. All inspection requirements were met. The device history record review noted no spontaneous anomalies, request for deviations, non-conformances or other issues with the production of this device. The review of the manufacturing process and the engineering design noted no systemic issues with this device. The customers reported event was that the part of the mounting hub had broken at the hub connection. The device was not returned for evaluation and no photographic images were provided by the user. Consequently, the reported event cannot be confirmed. Historically, the cause for this event is most probably impact damage of the blade during use. The sides of the blade impact the metal cutting guide as the blade oscillates. The repeated high speed impact of both sides of the cutting blade against metal guide can stress the material at the connection (hub) to lead to the breakage of the hub. The most likely cause for the damage may be attributable to user error and the device set up. There are no recommended actions at this time; the severity and frequency do not warrant further actions.